Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, mechanical jam, electrical /electronic property problem. There is no information on patient involvement and patient impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The root cause for the reported issue of pump issue due to mechanical jam was not determined. The reported issue that there was a pump issue due to mechanical jam could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, mechanical jam, electrical /electronic property problem. There is no information on patient involvement and patient impact.